Event description:
It was reported the patient¿s device ¿never worked right.¿ it was noted the representative ¿couldn¿t even get it to charge¿ before they left the hospital. They noted it as swelling and said it would go away. For weeks, the patient¿s device would not connect enough to charge. The physician noted it was ¿defective¿ but the representative said the battery was fine and they were not ¿doing it right.¿ it was noted the patient got it to connect but it never charged past 50%. After a while it wouldn¿t charge past 25% and wouldn¿t hold the charge at all. The patient noted it helped tremendously and when they say it doesn¿t work they mean it has never charged pat 50% no matter how long they charged it. When the patient charged their device for longer than 20-30 minutes, it actually burned their skin.

Manufacturer narrative:
(B)(4).